Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 340 mg/dl. The customer stated that he changed the infusion set and had trouble pushing insulin through the tubing. He advised that the alarm was resolve by a complete infusion set and reservoir change. He stated that the blood glucose reading rose to 384 mg/dl before he performed the infusion set change. He noted that he was able to lower the blood glucose levels thereafter. He declined troubleshooting for high blood glucose, stating that he had problems related to scar tissue, which caused occluded sites. Nothing further reported.